Manufacturer narrative:
Medela customer service sent 30 mm breast shields and requested the customer contact her lactation consultant to be properly fitted for breast shields. On (B)(6) 2014, the clinical assessment states the 30 mm breast shields sent to the customer were too large so she has continued to use the 27mm breast shields. The customer's mastitis infection occurred while pumping and breastfeeding. She had been pumping since birth and after 2 weeks she stopped latching her baby because she would fall asleep, and then needed to be supplemented. She is not making any milk so she has stopped pumped. Her mastitis infection is resolved. Without report of continued symptoms, this issue is resolved with no permanent adverse affects to the customer. Should add'l info be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. "Mastitis is usually a benign, self-limiting infection, with few consequences for suckling infant. The risk if mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)] it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).

Event description:
The customer reported to medela customer service that she was having low milk expression while using her pump in style breast pump and wanted to check breast shield sizing info. She stated she was diagnosed with a mastitis infection and treated with a prescription antibiotic dicloxacillin and to start breast pumping more often.